Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the device was sticking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device had corrosion/rusting/pitting, foreign substance/debris, the housing was deformed and bent, the trigger was sticking, and the device failed lid leak tightness test. It was noted that there was fluid in the gearbox housing and bearings. It was further determined that the device failed pretest for check function of all modes, check fitting of the lids, check for roundness, check of free moving, check proper function of the triggers, and check for leakage. It was noted in the service order that the device ¿spoiled¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.